Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Corrected: h4. The reported event could not be confirmed due to lack of product. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a left tha on (B)(6) 2009 due to avascular necrosis. There were no intraoperative complications noted. There were lab results from (B)(6) 2025 provided and reviewed and shows elevated cobalt and chromium levels. No further information was provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D10: us157854 m2a-magnum pf cup 54odx48id 980800. 157448 m2a-magnum mod hd sz 48mm 311980. X180310 bi-metric/x por nc 10x130 078930. G2: foreign: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal that the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient is suffering from unknown issues and high metal ion levels. It was reported that no further information is available.